Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and Product History Records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4). H.10 reflects all related Report Numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (IOL) implantation procedure, the patient experienced glare/halos, can't drive at night or in rainy conditions. Additional information was received that carbachol (2.75%) and brimonidine tartrate (0.1%) in combination drops were prescribed as medication to help with glare and halos. The patient returned after a few days stating the drops might have been helping a little and was given the option of an IOL exchange vs continuing to give it more time to adapt. The patient wished to give it more time and scheduled her next appointment later. There are two Medical Device Reports associated with this patient. This report is associated with the left eye.